Event description:
It was reported that the patient had an aortic root thrombus that was treated with a continuous heparin infusion. An echocardiogram performed after treatment had no evidence of the aortic root thrombus. The patient was to continue on warfarin (coumadin) and prasugrel. Patient support was ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic root thrombus could not be conclusively established through this evaluation. Evaluation of the submitted log files revealed that no atypical events were captured. The pump appeared to function as intended at the set speeds. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU also explains all pump parameters, including pulsatility index (pi). Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including, sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.